Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that one day post implant, this right atrial (ra) lead exhibited high pacing threshold. Sensing measurements and impedances were all stable. The patient experienced diaphragmatic stimulation. A chest x-ray was performed, the lead remained in situ but there was a little slack on the lead. The decision was made to reposition the lead. During lead repositioning, a stylet was inserted, and the lead displayed no capture. The lead was moved to a different position and the threshold was initially reasonable however, measurement suddenly increased to approximately 3v. The ra lead was removed and access regained, the new ra lead was successfully implanted. No additional adverse patient effects were reported. Measurements were taken the following day and thresholds were stable.